Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. A complete lead was returned in one piece with all four tines intact and undamaged. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited loss of capture and had dislodged. Diagnostic imaging confirmed the lead dislodgement. The ra lead was removed and replaced. The patient was in stable condition.